Event description:
Information was received via distributor, who was notified via (B)(4) agency of this event. It is reported the catheter had micro fissures present at the connector causing leakage of infused solution. It is unknown if there was any patient complications, injuries, or death.

Manufacturer narrative:
(B)(4). Sample will not be returned.